Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was 336mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed and the pump performed as intended; an air bubble was observed in the infusion tubing. After removing the air bubble, insulin deliveries were resumed and an additional correction bolus was delivered. During a follow-up, it was reported no additional occlusion alarms occurred. The customer's bg level was 34mg/dl due to over correcting by delivering a second bolus. Juice and carbohydrates were consumed to address the bg level. Reportedly, the contact believed the occlusion alarms occurred due to using cold insulin. A follow-up call to ensure the customer's bg level returned to target was declined by the contact.